Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the device cut and not staple at all? Yes, exactly. Cut, but not stapled. If staples did deploy what was the appearance of the deployed staples (b-formation, irregular, legs straight)? No staples were visible is the current patient status known? Patient still is on a normal ward was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. New incision was necessary. This had to be done in an unfavorable angle. Therefore 3 ecr60d reloads were needed instead of one. Tightness test with air was done and a leakage was detected. Staple line was sutured laparoscopically. Tightness test then was successful. To be on the safe side a protective stoma had been formed. This produces 5 l per day, although patient gets medication. This is the reason why the patient is still in hospital. Prolonged hospital care is the consequence. Stoma might be reversed earlier than planned. Is the device available for analysis? Yes, including reload, already in the way. What was the surgical procedure being performed? Extended left hemicolectomy. Were any staples visible on either side of the cut line? No. What anatomical structure was device fired on at time of issue? Colon. Were any unusual noises or forces noticed during firing? - no approximately how many cm did device cut? Was the surgeon able to complete all 4 firing strokes? Full length, yes. Are photos or video available? I think so, I¿m on vacation currently, I will ask when I return to work. What is the current patient status? Last week still in hospital, current status unknown.

Event description:
It was reported that the stapler triggered and cut normally but did not staple.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2018. Batch # p58p3t. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.